Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds.

Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and customer¿s blood glucose (bg) level was high, however, a specific value was not provided. Customer was treated with intravenous fluids and was discharged approximately one day following admission with no permanent damage. Reportedly, an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. The customer continued to use the pump for insulin therapy.